Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a display issue on the accu-chek performa meter. The customer stated the meter would not turn on. The meter was reset and then did power on, but the top half of the "888" segments are missing. The customer said she could only see part of the code number. There was no actual misinterpretation of the results.